Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a gastroscopy procedure with stent placement. According to the complainant, the patient has esophageal cancer and was being treated for a 5cm stricture within the mid-esophagus. The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, under fluoroscopic guidance, an ultraflex esophageal covered stent was attempted to be implanted within the target lesion; however, resistance was met, and only 3cm of the stent was able to be released. The partially deployed stent was removed from the patient, and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Event clarification received since (B)(6) 2012. An ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a gastroscopy procedure with stent placement.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(4) 2012 during a gastroscopy procedure with stent placement. According to the complainant, the patient has esophageal cancer and was being treated for a 5cm stricture within the mid-esophagus. The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, under fluoroscopic guidance, an ultraflex esophageal covered stent was attempted to be implanted within the target lesion; however, resistance was met, and only 3cm of the stent was able to be released. The partially deployed stent was removed from the patient, and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(6). Reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.